Event description:
Information received from consumer patient's mother regarding a patient with an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the pump was moved from right side to left side but "nothing removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.